Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that there was no fault found. The system passed all testing. Codes b01, c19, d14 are applicable to this analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system used outside of a procedure. It was reported that when attempting a spin, the system displayed "error affecting navigation accuracy." Rebooting the system did not solve the problem. The site used another imaging system. There was no patient present.